Manufacturer narrative:
(B)(4) - ansell healthcare products lls is submitting this report on behalf of (B)(4).

Event description:
An MDR is being filed after customer informed ansell llc that a doctor found blood on his thumb after using encore surgical glove.